Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "popliteal artery pseudoaneurysm after a revision of total knee arthroplasty: endovascular treatment with a stent graft" (2007) by f. D¿angelo, g. P. Carrafiello, d. Laganà, a. Reggiori, a. Giorgianni, g. Zatti, c. Fugazzola published by emergency radiology doi 10.1007/s10140-006-0553-1 was reviewed. The article purpose: to report a case of popliteal artery pseudoaneurysm in a (B)(6) woman that occurred during revision of total knee arthroplasty. The article reports: a (B)(6) woman, treated with a unicompartmental knee prothesis 7 years prior. She presented with pain in the medial compartment of her right knee. A plain x-ray showed clear signs of a tibial component loosening. A revision procedure was performed under tourniquet control as per usual in knee surgery. The entire procedure was carried out without problems: both components were easily removed. Depuy tciii implants were used to fill the gap left. After the release of the tourniquet (total time 85 min), a massive hemorrhage from the popliteal pit was noted. Dsa showed a pseudoaneurysm of the popliteal artery. An interventional radiologist was brought in and placed a stent. The stent was successful in treating the patient and she was discharged 7 days pos-operation. After 1 year the patient was free of pain, conducted regular daily activities, walked without any support, and had no vascular problems. Cement was used although the manufacturer was not disclosed. Patella resurfacing was not mentioned within the article. The author's explicitly sate in the article "most arterial complications after tka are associated with tourniquet use and are related to indirect vessel injury and thrombosis, especially in a previous arteriopathy." Depuy products involved: tciii knee system. Complications: major bleed (1), prolonged surgery (1).